Event description:
The customer reported being hospitalized due to high blood glucose of 480 mg/dl. The customer stated that he was feeling nauseous, vomiting, and dehydrated due to excessive urination. The customer's most recent glucose reading was 130 mg/dl, and he was treated with an insulin drip and fluids. Troubleshooting was declined as customer believes the insulin pump was functioning properly. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.